Manufacturer narrative:
Pump s/n:(B)(4) was received and could not be tested to confirm the reported issue due to physical damage. During evaluation it was noted that all internal components were damaged. The damaged parts were replaced and the pump was tested and passed all functional tests. The service history record was reviewed. The device was manufactured in 2013 and this is the first time this device has been returned for service. The damaged components were determined to be caused by customer mishandling of the device. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that during testing the device was inaccurate, set at 50ml but pump at 129 an hour. There was a message to try a different set of ml.